Event description:
The customer contact reported the device door roller and door roller pin were broken off. The customer contact stated, "when you open up the door and then on the side away from the cassette, there's like those little things sticking out and one of them broke-off, it's the black one". This device was being used for training purposes only in a nursing school. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.